Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The training nurse entered recirculation mode due to difficulties with the pt's fistula needle. While attempting to correct the needle an arterial pressure alarm occurred. Rinseback was not performed due to clotting of the circuit, reading in an estimated blood loss of 60cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal circuit due to the amount of time spent troubleshooting the alarm. The reported alarm is attributed to difficulties with the pt's fistula needle. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.